Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received an scs system on (B)(6) 2009. It was reported that the patient had to recharge every single day. The physician chose to explant and replace the ipg on (B)(6) 2011. Follow up with the patient indicated that she was doing well and stimulation had been restored.